Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display was displaying an resolution error message. The nurses reported that the cns was displaying the error message and was stuck at the blue windows desktop. The cns was operating without issue before this. He did not know if power was lost or if the cns rebooted. While discussing the issue with the unit, the cns rebooted. Tech support (ts) walked them through setting the custom resolution then attempted to launch the software. The cns then shut down and began to boot loop. The cns continued boot looping 4 times. On the 4th reboot the cns was able to successfully launch the software. All patients were now visible on screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display was displaying an resolution error message. The nurses reported that the cns was displaying the error message and was stuck at the blue windows desktop. The cns was operating without issue before this. He did not know if power was lost or if the cns rebooted. While discussing the issue with the unit, the cns rebooted. Tech support (ts) walked them through setting the custom resolution then attempted to launch the software. The cns then shut down and began to boot loop. The cns continued boot looping 4 times. On the 4th reboot the cns was able to successfully launch the software. All patients were now visible on screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display was displaying an resolution error message. The nurses reported that the cns was displaying the error message and was stuck at the blue windows desktop. The cns was operating without issue before this. He did not know if power was lost or if the cns rebooted. While discussing the issue with the unit, the cns rebooted. Tech support (ts) walked them through setting the custom resolution then attempted to launch the software. The cns then shut down and began to boot loop. The cns continued boot looping 4 times. On the 4th reboot the cns was able to successfully launch the software. All patients were now visible on screen. No patient harm was reported. Investigation conclusion: the customer reported that the central station was displaying a display device resolution error and was stuck on the windows desktop. Nk tech support walked the customer through setting the custom resolution and attempting to relaunch the software, after which the unit entered a boot loop. Following four reboots, the software launched successfully and all patients were visible on screen. No patient harm was reported. Root cause: could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10. Concomitant medical device. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display was displaying an resolution error message. The nurses reported that the cns was displaying the error message and was stuck at the blue windows desktop. The cns was operating without issue before this. He did not know if power was lost or if the cns rebooted. While discussing the issue with the unit, the cns rebooted. Tech support (ts) walked them through setting the custom resolution then attempted to launch the software. The cns then shut down and began to boot loop. The cns continued boot looping 4 times. On the 4th reboot the cns was able to successfully launch the software. All patients were now visible on screen. No patient harm was reported.